Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears likely. Furthermore, a complete insertion of the electrode array was not achieved at implantation surgery with one channel remaining extra-cochlear. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient went to the audiologist for programing because she was suffering from poor sound quality. The parents suspect a head trauma on (B)(6) 2024. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears likely. Furthermore, a complete insertion of the electrode array was not achieved at implantation surgery with one channel remaining extra-cochlear. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient went to the audiologist for programming because she had poor sound quality. The parents suspect a head trauma on (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient went to the audiologist for programing because she was suffering from poor sound quality. The parents suspect a head trauma on (B)(6) 2024. Re-implantation is considered. Follow-up measurements in 2 weeks.

Event description:
The recipient went to the audiologist for programming because she had poor sound quality. The parents suspect a head trauma on (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Furthermore, a complete insertion of the electrode array was not achieved at implantation surgery with one channel remaining extra-cochlear. All the problems given in the recipient report appear to match well with this finding. This is a final report.